Event description:
Following a surgical procedure for the insertion of a double lumen arrow central venous catheter (cvc), medical imaging noted a possible retained foreign object. Computed tomography scan (CT) was performed, which confirmed suspicion of a retained foreign object in the right atrium. The patient was moved from the surgical intensive care unit (sicu) to interventional radiology (ir) for retrieval of the foreign object. When the patient arrived in ir, the cvc was removed, and the foreign body was no longer observed in medical images. The suspected foreign object was the distal end of the cvc. Teleflex was notified and a clinical affairs physician suspected that the perceived foreign object observed via CT was in fact the plug of the catheter, a feature of all multi-lumen catheters that separates the lumens, allowing for independent infusions. The concern is that this plug was radiopaque and mistaken for a retained foreign body, resulting in a critically ill patient being moved from the sicu to ir for a potential retrieval procedure. Manufacturer response for pressure injectable central venous catheter, arrow arrowg+ard blue plus cvc (per site reporter). Teleflex was engaged in determining the issue. A clinical affairs physician was able to identify the component of the catheter that was visible in the images. Teleflex acknowledged sporadic reports of this and similar cvc's being misidentified as retained foreign bodies in medical images.